Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to high blood glucose of 346mg/dl. The customer stated that she did an infusion set change and found that the tubing was twisted and occluded. Advised the customer that she can call us for assistance if needed. No further information was provided.